Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. Pump had no missing segments/partial display noted. Pump had cracked display window, cracked case at display window corners, broken reservoir tube lip, missing reservoir tube o-ring. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer states that the reservoir would not lock into place. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.